Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer reported that within the past year an unspecified amount of tampons have fallen apart upon removal leaving pieces inside. She had to manually remove the tampon pieces. Multiple attempts have been made to obtain further information regarding the consumer¿s use of the product, however, no further information has been received.